Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, an imprecision was observed when utilizing the navigation system with the imaging system. It was noted that troubleshooting was performed on the imaging system without resolution. There was no patient present when this issue was identified. No additional information was provided. Medtronic received additional information that, while on-site, the navigation system was found to be functioning as designed in the cranial application utilizing a demo head.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.